Manufacturer narrative:
The device was evaluated by ventec where the reported issue of its alarm not working as expected was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the control board.

Event description:
An authorized service provider (asp) contacted ventec to report that the device's alarms were not working as expected. The audio silence was active upon start-up, resulting in no audible alarm. There were no reports of patient use associated with the reported issue.